Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and certificates of analysis, the most probable root cause for the dvt is the surgical procedure. Part numbers, lot numbers, manufacturing dates and expiration dates and gtin: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2631361, mfd. 02/27/18, exp. 2023-02-27, gtin (B)(4). 2nd (second): ifuse-3d implant, p/n 7045m-90, lot# 2637961, mfd. 05/15/18, exp. 2023-05-15, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7055m-90, lot# 2631361, mfd. 02/27/18, exp. 2023-02-27, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. In (B)(6) 2018, the patient tested positive for dvt and is currently being treated with blood thinners.